Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site and subsequently, underwent a revision surgery in order to revised the skin flap (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin infection and trauma resulting from an impact. Subsequently, the device has been explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report. Device analysis report attached